Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their device could not turn back on and was not charging. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient turned the device off for surgery and was unable to turn it back on without assistance from a manufacturer representative (rep). Nothing led to this issue.